Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 3/2/2010 that a customer had an issue with a peritoneal dialysis catheter. The customer states during use for pt, air leakage occurred. It was confirmed that the catheter had about 2 mm crack. The customer cut the catheter to remove it easily from the pt. They removed it safely and replaced with a new catheter. No pt harm.